Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. Reportedly, the insulin gauge displayed a fill estimate of 55 units and upon delivering a bolus of 5.33 units, the insulin gauge displayed 45 units. The customer's blood glucose level was 103 mg/dl.